Manufacturer narrative:
Product event summary: analysis confirmed that the analyzer failed functional testing. It was found that the analyzer connector was rusty. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer failed testing, showing elevated impedance. The analyzer has been returned for service. There was no patient involvement.